Manufacturer narrative:
(B)(4).

Event description:
Rep (B)(6) contacted technical services to report that a patient's ra lead had dislodged. The patient presented to the clinic for a routine device check. Loss of capture was noted on the atrial lead and a dislodgment was confirmed. The lead was repositioned successfully without adverse consequence to the patient. The patient will continue to be followed normally.